Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not done". The patient's medical history included visual disturbance. Previously administered products included for contraception: ring; for an unreported indication: ibuprofen, tylenol and mirena iud. Concurrent conditions included constipation, burning micturition and gastritis. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia) /heavier than usual periods "). In (B)(6) 2009, the patient experienced dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse)"), urinary tract disorder ("urinary problems") and bladder disorder ("bladder problem"). In 2012, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), back pain ("back pain"), migraine ("migraines"), headache ("migraines / headaches"), arthralgia ("hip pain") and pain ("waist pain"). In november 2013, the patient experienced depression ("depression"). On an unknown date, the patient experienced genital haemorrhage ("heavy bleeding / abnormal bleeding (general)"), dysmenorrhoea ("severe menstrual pain"), fatigue ("fatigue"), weight fluctuation ("weight fluctuations"), nausea ("nausea"), abdominal distension ("swollen abdomen"), pain in extremity ("leg pain") and chest pain ("chest pain"). The patient was treated with surgery (surgical removal of coil(s)). Essure was removed on (B)(6) 2020. At the time of the report, the abdominal pain, genital haemorrhage, dysmenorrhoea, depression, fatigue, dyspareunia, weight fluctuation, urinary tract infection, headache, nausea, vaginal haemorrhage, menorrhagia, chest pain, urinary tract disorder and bladder disorder outcome was unknown and the back pain, migraine, abdominal distension, arthralgia, pain in extremity and pain was resolving. The reporter considered abdominal distension, abdominal pain, arthralgia, back pain, bladder disorder, chest pain, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, pain, pain in extremity, urinary tract disorder, urinary tract infection, vaginal haemorrhage and weight fluctuation to be related to essure. The reporter commented: plaintiff currently planning for essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 68.027 kgs. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-dec-2020: quality safety evaluation of ptc. Fu 7 & 8 processed together. On 3-dec-2020: mr received: patient aka name, reporter information were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not done". The patient's medical history included visual disturbance. Previously administered products included for contraception: ring; for an unreported indication: ibuprofen, tylenol and mirena iud. Concurrent conditions included constipation, burning micturition and gastritis. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia) /heavier than usual periods "). In (B)(6) 2009, the patient experienced dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse)"), urinary tract disorder ("urinary problems") and bladder disorder ("bladder problem"). In 2012, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), back pain ("back pain"), migraine ("migraines"), headache ("migraines / headaches"), arthralgia ("hip pain") and pain ("waist pain"). In (B)(6) 2013, the patient experienced depression ("depression"). On an unknown date, the patient experienced genital haemorrhage ("heavy bleeding / abnormal bleeding (general)"), dysmenorrhoea ("severe menstrual pain"), fatigue ("fatigue"), weight fluctuation ("weight fluctuations"), nausea ("nausea"), abdominal distension ("swollen abdomen"), pain in extremity ("leg pain") and chest pain ("chest pain"). The patient was treated with surgery (surgical removal of coil(s)). Essure was removed on (B)(6) 2020. At the time of the report, the abdominal pain, genital haemorrhage, dysmenorrhoea, depression, fatigue, dyspareunia, weight fluctuation, urinary tract infection, headache, nausea, vaginal haemorrhage, menorrhagia, chest pain, urinary tract disorder and bladder disorder outcome was unknown and the back pain, migraine, abdominal distension, arthralgia, pain in extremity and pain was resolving. The reporter considered abdominal distension, abdominal pain, arthralgia, back pain, bladder disorder, chest pain, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, pain, pain in extremity, urinary tract disorder, urinary tract infection, vaginal haemorrhage and weight fluctuation to be related to essure. The reporter commented: plaintiff currently planning for essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6) kgs. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-nov-2020: pfs received : events - "bladder problems, urinary problem" added, outcome of events "migraine, waist pain, swollen abdomen, back pain" updated to "recovering". Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.